Event description:
It was reported that patient presented to the clinic for generator replacement due to normal eri. During replacement high, out of range, high voltage lead impedance was observed. Lead was capped.